Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4) internal report number (B)(4). The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticata) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2017 for prontosan wound irrigation solution were about (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report wil be submitted. No batch number or samples were sent for analytical investigation. Please note that this report is being filed on an item number that is not sold in the us, however the report is being filed because b. Braun medical inc. Does sell a comparable item, 400441, in the us market.

Event description:
The patient ((B)(6)) was an elderly gentleman ((B)(6)) with a deep, tracking, grade 4 sacral pressure ulcer of over 1 year. 10 week's ago plastics had recommended vac with gauze (because of the tracking) and prontosan wound irrigation solution. Within 15 minutes of application the patient developed a rash and started coughing. The gp (physician) was called and impiritin (anti-histamines) was prescribed. The patient was switched to vac with foam and saline was used to cleanse in place of prontosan. Around 3 weeks ago the same patient was seen and the wound was washed in prontosan rather than saline. The patient immediately had a reaction - coughing, vomiting, evacuating of bowels but no respiratory distress. The gp (physician) was called , adrenaline was administered (due to low blood pressure 90/60) and the patient went to hospital, he returned home same day but it took a couple of days to recover and he has been shaken up by the incident ever since. No product was kept so we do not have batch numbers available. Lesley uses prontosan regularly to good effect but is, understandably, concerned over what was a very strong reaction. She does not believe, however, that the reaction was full anaphylactic shock.